Event description:
On (B)(6) 2010, the pt was implanted with four gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. An open hybrid procedure was performed due to the aneurysm extending through the aortic arch and arch vessels. A terumo dacron graft was sewn into the thoracic arch and four gore tag thoracic endoprostheses were then deployed distally into the descending thoracic aorta. The procedure ended without any complications. On (B)(6) 2010, the pt began to lose a significant amount of blood due to over sewing the aortic incision site. The pt had to have multiple blood transfusions. On (B)(6) 2010, it was reported that the pt become paralyzed from the waist down.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore tag thoracic endoprosthesis instructions for use, the gore tag thoracic endoprosthesis is intended for endovascular repair of aneurysms of the descending thoracic aorta in pts who have appropriate anatomy, including greater than a equal to 2 cm non-aneurysmal aorta proximal and distal to the aneurysm. Please note the additional devices implanted and related to this event: (B)(4).